Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2011, the patient presented with scoliosis / stenosis at l4-5 and underwent spinal fusion procedure using rhbmp-2 , bone graft putty. On (B)(6) 2012, the patient presented with back pain . Also patient had a history of hypertension , cerebrovascular accident , respiratory failure requiring intubation , lumbar spine degenerative scoliosis and lumbar spine stenosis status post bilateral laminectomy and at this time removal of hardware. Pre-op diagnosis for the patient were; l4-s1 instrumented fusion with retained pedicle screw and rod instrumentation with chronic low back pain . Broken right s1 screw. The patient underwent procedure for removal of pedicle screw and rod instrumentation with exploration of fusion.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs. Following the surgery, the patient suffered significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed bony overgrowth and subsidence. The patient has reportedly received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.